Event description:
Per information provided: (B)(6) 2013 - patient was diagnosed with incisional ventral hernia thereby underwent open repair with the implant of bard flat mesh (device 1). Per op notes, "a midline incision was made from above the umbilicus down to below the umbilicus over the hernia sac. A bard flat mesh (device 1) was sutured to the fascia using prolene sutures." (B)(6) 2013 - patient had sepsis. (B)(6) 2014 - patient was diagnosed with recurrent incisional ventral hernia thereby underwent open repair with the removal of mesh (device 1) and implant of bard soft mesh (device 2). Per op notes, "midline incision made through the previous scar. Removal of the old mesh (device 1) from the umbilical area, a bard soft mesh (device 2) was sutured to the rectum sheath using prolene sutures." (B)(6) 2020 - patient was diagnosed with recurrent incisional ventral hernia and had abdominal pain thereby underwent open repair with the implant of phasix st (device 3). Per op notes, "incision was carried down through subcutaneous tissue to where the mesh and fascia was located. A phasix st (device 3) was placed using sutures."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2013) is considered to be a best estimate. This MDR represents the bard soft mesh (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.